Event description:
It was initially reported to boston scientific corporation in 2009, that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure the same day. According to the complainant, after orientation issues with another sphinterotome, an autotome rx sphincterotome was used. During the procedure, when the physician got to the ampulla, the handle was rotated 360 degrees, or two clicks, and the cut wire twisted around the tip of the tome. The physician removed the autotome rx sphincterotome and used another unidentified brand device. It was reported that there have been no patient complications as a result of this event. This event has been deemed a reportable event based on the investigation preliminary analysis; split tip.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.